Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed - other empirical based on the accounts by the edwards clinical specialist present during the procedure. Available information suggests patient conditions likely contributed to the event due to the conditions of the patient as reported. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : implanted

Event description:
Edwards received notification of a pascal precision procedure in mitral position where after removal of the guide sheath (gs) from the tsp location, a slda was recognized on imaging. The patient arrived at the procedure in poor general status and was in cardiogenic shock, renal failure, ef 20%, and high doses of catecholamines were required during the procedure. The team was hoping that improving the mitral regurgitation (mr) would help the heart function with a positive effect to the overall patient status. Main focus was to achieve a short time under general anesthesia. After release of the device and retrieval of gs in descending aorta, the team was focused on the septal access/septum-defect when the slda of the pml was noticed. The physician was able to re-gain access to the atrium and a second pascal ace was placed. Starting mr was 4 and ending mr was 3.